Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported that one of their teeth is shorter than the other. The clinical support assessment team requested photos to confirm tipping/intrusion on tooth #8.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.